Event description:
It was reported that shaft break occurred. The patient presented for percutaneous transluminal coronary angiography. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. Following pre-dilatation with a 3.00 x 12 nc quantum apex balloon catheter, a 3.00 x 32 synergy drug-eluting stent was introduced for treatment but was found difficult to advance. After removal, it was noted that the hypotube was broken. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the shaft did not break it was just simply kinked. The device removed intact from the patient body.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). B5 describe event or problem updated. Device evaluated by MFR.: synergy ous mr 3.00 x 28mmstent delivery system as returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured, and the result was this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was passed through a test 6f guide catheter without issue. Device loaded and tracked onto 0.014" guidewire without issue. No issues were identified during analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The patient presented for percutaneous transluminal coronary angiography. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. Following pre-dilatation with a 3.00 x 12 nc quantum apex balloon catheter, a 3.00 x 32 synergy drug-eluting stent was introduced for treatment but was found difficult to advance. After removal, it was noted that the hypotube was broken. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The patient presented for percutaneous transluminal coronary angiography. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. Following pre-dilatation with a 3.00 x 12 nc quantum apex balloon catheter, a 3.00 x 32 synergy drug-eluting stent was introduced for treatment but was found difficult to advance. After removal, it was noted that the hypotube was broken. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the shaft did not break it was just simply kinked. The device removed intact from the patient body.

Manufacturer narrative:
E1- initial reporter address 1: #7, clc works rd, nagappa nagar, chromepet b5 describe event or problem updated.